Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cml if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that implant failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment and implant, whether primary stability was achieved, whether implants were immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. Since the clinician did not provide the implant lot numbers, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. Refer to (B)(4).

Event description:
Lodi implant failed to osseointegrate.